Event description:
A physician attempted an arteriotomy closure in the right femoral artery using the starclose device. The physician was not able to remove the starclose device. The patient was taken to surgery where the starclose device was removed. The patient's current condition is unknown.

Manufacturer narrative:
The device was received. Investigation is not complete. The lot number was provided. Review of the device history record for this lot is forthcoming. Any relevant finding will be submitted in a follow up report.